Event description:
It was reported that on (B)(6) 2026, a 19mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio delivery system. During the positioning of the occluder, the left atrial disc of the occluder conformed into a cobra-like deformation. After three implanting attempts, the device was not implanted and it was removed from the patient. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. A second 18mm amplatzer septal occluder was implanted using the same 10f amplatzer trevisio delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.